Event description:
In this event it is reported that 2 ptn access. Opener file xa 19 mm blister 3 files broke during use on the same patient. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Manufacturer narrative:
Additional information received: no injury occurred in this event. All broken parts were retrieved and no further treatment was required. This is a follow up report for this additional information. Investigation results: involved products that broke during use were not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. Potential root causes may be incorrect technique (motor setting not communicated), overuse (multiple reuse may increase risks of breakage), excessive wear, or material issue (no analysis of the broken fragments possible)." Root causes are not identified. FDA coding that was initially reported in the initial report for health effect- clinical code is being corrected from code 4580 to 4582. This is a follow up report to correct this code. FDA coding that was initially reported in the initial report for health effect- impact code is being corrected from code 4648 to 2199. This is a follow up report to correct this code.